Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that oversensing occurred 34 months after implant. No adverse patient side effects have been reported. The device was explanted. No explant date was provided.